Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise resulting in an inappropriate shock due to air entrapment. Device data was sent to rhythmcare for review. The device was tested in clinic and noise was reproduced with pocket manipulation. Rhythmcare discussed further troubleshooting and programming options with a recommendation to perform the x-ray. This device system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in an inappropriate shock due to air entrapment. Device data was sent to rhythmcare for review. The device was tested in clinic and noise was reproduced with pocket manipulation. Rhythmcare discussed further troubleshooting and programming options with a recommendation to perform the x-ray. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise resulting in an inappropriate shock due to air entrapment. Device data was sent to rhythmcare for review. The device was tested in clinic and noise was reproduced with pocket manipulation. Rhythmcare discussed further troubleshooting and programming options with a recommendation to perform the x-ray. This device system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.